Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post-operation follow-up, the device exhibited poor sensing values, the physician alleges the poor sensing was likely due to positioning and no malfunction was suspected. The device was left implanted and the patient was in stable condition.